Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been over 1 year since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the device evaluation found the suction cylinder to the scope connector suction port was blocked with foreign material; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; a new label is needed; no suction in the scope connecter suction port; leak at bending section cover glue; plastic distal end cover had insulation malfunction; angulation malfunction; control knob play was loose; distal end plastic cover had chips/scratches/dents; objective lens and light guide lens had peeling of glue and small chips on the side; bending section cover glue was cracked; insertion tube had minor snakiness and scratches; light guide tube had minor scratches; the control body grip and cover were dried; and scope connector had scratches and dents. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope's channel was blocked, as they could not get the brush out. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in the suction port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to correct b5 and g3 of the initial medwatch report. B5 - the customer's allegation of the blocked channel (unable to get the brush out) was a reportable malfunction. G3 - the correct aware date should have been november 28, 2023 and not december 5, 2023.